Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On (B)(6) 2023, the following additional information was obtained via follow-up: the customer confirmed updated complaint that the clip applier never entered the patient. The customer was informed by a scrub who was in on the case that the clip applier was unable to load the clip and was never used on the patient. The clip was never dropped in the patient. The customer also informed they confirmed with the surgeon who performed the case that the clip applier was not used on the patient. The customer informed that the old follow up information was from a nurse who was intermittently present in the room and was incorrect. On (B)(6) 2023, the following additional information was obtained via a crm notes update: technical support finally got a chance to speak with the scrub that was in the room. They stated that they applied the clip to the clip applier and the clip would not stay in. That is when they noticed the tip was bent. The clip applier never entered the patient. I am sorry for any miscommunication.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive has received the medium-large clip applier instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of instrument grips bent-severely to be related to the customer reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier had a bent tip. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer loaded the clip applier and inserted it into the patient. The clip applier dropped the clip inside the patient prior to clip application. The customer removed the fallen clip from the patient using a laparoscopic grasper. The customer tried to load the clip applier with a new clip, but it could not retain it. After the customer was unable to load the clip onto the instrument, the customer observed that the clip applier had a bent grip. There was no harm to the patient.